Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. B34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included asthma. Concomitant products included clonazepam (klonopin), dicycloverine hydrochloride (bentyl), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec) and omeprazole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy cycles with blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin) and surgery (remove the essure/hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2014: result: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Other hcp added. Essure lot number added. Race information added. Product indication added. Suspect drug explant date updated from (B)(6) 2015 to (B)(6) 2015. Following events were added: abnormal bleeding (vaginal), menorrhagia/heavy cycles with blood clots, nausea, dysmenorrhea (cramping), fatigue and low back pain. Treatment drug added. Event onset date were added. Event severity added for pain and low back pain. Event outcome added for pain, low back pain and heavy bleeding. Concomitant medications were added. Medical history added. Lab data added. Event clubbed: menorrhagia/heavy cycles with blood clots. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B34597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included asthma. Concomitant products included clonazepam (klonopin), dicycloverine hydrochloride (bentyl), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec) and omeprazole. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy cycles with blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin) and surgery (remove the essure/hysterectomy, salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: result: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6)2014: result: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.